Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging that on (B)(6) 2017 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 400 mg/dl with abdominal pain and trace urinary ketones. The reporter stated that the patient had the flu with a high fever at the time. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the event was associated with air bubbles in the cartridge. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with air bubbles in the cartridge. Product is not being returned to the manufacturer for investigation; the device was discarded. This complaint is being reported because the patient experienced an adverse event while on insulin pump therapy associated with air bubbles in the cartridge during a time when sick with the flu and a high fever.